Event description:
Solicited - pt stated that one of his cassettes malfunctioned and stopped working. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the cassette available to be returned for investigation? No. What is the outcome of the event? Resolved. Describe in detail any, and all damage to the cassette: pt stated that cassettes stopped working. Pt was able to resume infusion after changing the cassette. Has this incident happened within the past 6 months? Yes. (This is the 3rd time in the past 6 months). Has this patient reported a pump malfunction within the past 6 months. No. Lot #4227745. Not sure if the other 2 cassettes were from same lot number or not as they are not part of this report. No side effect reported. No interruption in treatment reported. All known information is contained on this form. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No. Is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.